Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. It was indicated that the patient was using expired blood glucose meter test strips to calibrate the sensor, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.